Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to a backup insulin pump to resume insulin therapy. Customer¿s blood glucose level was 221 mg/dl.